Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all delivery. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. During troubleshooting with tandem technical support, the malfunction alarm was cleared.